Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under the down arrow button key contact.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the ok, up arrow, and down arrow keypad buttons have become very difficult to press over the past few days. She noted that the buttons do not spring back as expected when pressed. The patient confirmed that the rubber keypad is intact; denied exposing the pump to moisture and cleaning products; and stated that she wears the pump in her bra.